Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the brachial artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed three ruby coils into the target vessel using the lantern. While attempting to advance the fourth ruby coil through the lantern, the technician experienced resistance and subsequently, the ruby coil would not advance. Therefore, the ruby coil and lantern were removed. It was reported that after removing the lantern, the physician attempted to flush it; however, the saline would not go through the lantern. The procedure was completed using the same ruby coil and a new lantern. There was no report of an adverse effect to the patient.